Event description:
Patient admitted with signs and symptoms of sepsis. Diagnosis: necrotizing fascitis. Prognosis extremely poor with or without surgical intervention. Patient and family requested dnr status in 10/02. To ICU post-op on vent. Three hours later, vent alarm sounded. Decreased tidal volume and patient subsequently expired. During post mortum care, et tube removed. Attempted to inflate the cuff, would not hold air. Device was discarded at that time.